Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1882tc st. Jude lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an alert of out of range high impedance on the superior vena cava (svc) coil. It was suspected that there was blood in the header causing the high impedance reading. The device remains in use. No patient complications have been reported as a result of this event.